Event description:
The user facility reported several incidences of either a healthcare professional cutting their hand when using the scalpel (2 incidents) or finding the scalpel blade partially engaged prior to use (4 incidences). The user facility described it as a "device malfunction - that is, the device did not do what it was supposed to do." The incidents where a healthcare professional was cut were described as "cut hand using scalpel to cut suture" and "blade turned (manufactured) wrong way in casing, md cut hand when picked up casing." According to the user facility, the cuts resulted in minor injuries only.